Event description:
Report received from baxter states that infusion completed 22 hours earlier than expected (24 hours instead of 46 hours). Device contained 4550 mg of 5fu and normal saline for a total fill volume of 230ml. No patient injury reported.